Manufacturer narrative:
B3: date of event is unknown. D4: item number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an event involving the trach adapter with the hard plastic edges. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.